Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the difficulty aspirating was not determined. No actions were taken to resolve the difficulty. The hcp did end up doing a dye study and she confirmed dye at the top of the catheter. It was unknown if the difficulty aspirating had been resolved. The physician ended up leaving everything in place and did her pump refill. There were no further complications reported at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (10mg/ml at 3.703mg/day) and bupivacaine (5mg/ml at 1.853mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the hcp was doing a routine catheter dye study and roller test, however the hcp was only able to aspirate about 0.5ml from the catheter access port (cap). It proper needle orientation, refill kit, tubing patency, and needle patency were confirmed. The representative would follow up with the hcp to turn the needle a quarter of a turn and to try turning the patient. No symptoms were reported. There were no further complications reported at this time.